Event description:
It was reported that patient's implantable pulse generator (ipg) was sticking out and at risk of flipping over. The patient underwent a pocket revision procedure and was doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.